Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was down and would not fully boot up. There is no report of death or serious injury associated with the complaint.